Event description:
Haemonetics rec'd a complaint on (B)(6) 2012, for the report of a donor being hospitalized for potential pulmonary embolus. The donor completed a plasma and platelet procedure w/o any complications on (B)(6) 2012. There was no malfunction on the device or errors given during the donation. The donor did not complain of any symptoms of complication. The donation yielded 226 ml of platelet and 174 ml of plasma. Upon return trip home, the donor collapsed while riding their bicycle. A bystander called for an ambulance and the donor was taken to (B)(6) hospital. A CT scan of the brain and lungs revealed possible pulmonary embolus near the pulmonary artery branch. The scan was reviewed by the circulatory organ doctor. This diagnosis was not confirmed by the director. The donor was admitted into the hospital. The donor was ordered on bed rest and was on a no food intake diet. A f/u CT scan was carried out on (B)(6) 2012 and embolus was not confirmed. The donor was released from the hospital on (B)(6) 2012.

Manufacturer narrative:
The device used in this procedure was evaluated by haemonetics field service engineer. Malfunction of the device occurred. The device passed all parameter checks and was put back in service with no issues. The disposable was air pressure tested and no leaks were confirmed. (B)(4).